Event description:
"The customer states that he was on his scooter going thru a doorway at a very slow rate of speed and hit the rabbit and the scooter jumped up two levels and he ran into the door bumping his knee and cutting the knee." Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code is unknown. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is a (B)(6) and age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. "The customer states that he was on his scooter going thru a doorway at a very slow rate of speed and hit the rabbit and the scooter jumped up two levels and he ran into the door bumping his knee and cutting the knee." Knee was bandaged by a home health care nurse. No other information at this time. The height of the threshold is unknown. The following information is found in the product manual part no 1141450 page 21, coping with everyday obstacles: coping with the irritation of everyday obstacles can be alleviated somewhat by learning how to manage your wheelchair. Keep in mind your center of gravity to maintain stability and balance. While the walking beam allows to traverse up to a 3-inch bump or threshold, stopping after the wheels cross the bump poses a problem. The wheelchair cannot reverse over the bump at this point. Continue forward and then turn around. While the m91 is designed for use primarily in and around the home, the provider should determine whether this wheelchair is suitable for the actual environment the wheelchair will be used in. Do not go down ramp at full speed. Some seat/back positions will cause wheelchair to feel unstable.